Event description:
It was reported that this right ventricular (rv) lead was explanting due to high capture thresholds (1,5v/1,0ms,). The physician attempted to reposition the lead but was unsuccessful due to helix mechanism issues. A different lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.